Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration as confirmed via x-ray. The patient underwent a revision procedure wherein the leads were replaced. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear lead. Upn: m365sc2158500. Model: sc-2158-50. Serial: (B)(4). Batch: 19699662.